Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an power issue with the pump. The patient claimed that the pump would not power on. The patient did not allege any harm or injury because of the alleged issue. The patient denied that the pump's keypad had any tears or that the pump suffered any trauma. The battery and cartridge caps were tight. She denied that there was any moisture or corrosion when the battery was replaced. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the pump powers on with functional vibratory alarms, but there is no audible sound and the display screen is blank. There was visible moisture found in the display lens, and a display lens leak was observed. Investigation revealed internal moisture damage. The complaint regarding the power issue could not be adequately investigated due to the moisture damage.